Event description:
It was reported that the patient has deceased. The patient had been placed in hospice care on (B)(6) 2017. There are no known allegations from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.